Event description:
Allegedly pt had septic left total hip.

Manufacturer narrative:
Investigation is not complete. Add'l info has been requested. Products have not been returned for evaluation. Trends will be evaluated. Event device code is addressed in the package insert. This report will be amended when the investigation is complete. This is the same event as 1043534-2008-00156, 00157, 0159.